Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that the pump stopped working and has the number 6 on it. Customer stated there was a long beep and the unexpected restart alarm. Customer reported that the pump is counting down and looks like it wants to restart. Customer cannot clear the alarm and none of the buttons are responding. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer cannot check the pump history. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the pump may have sweat on it and a constant tone is occurring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not have a back-up plan and will call her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomaly or reset error alarm was noted. No damage was noted to the isolation tape. Traces of moisture were found at the electronic and motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.